Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 38-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the impella was mispositioned in the left ventricle. The pump was removed and reinserted. Upon reinserting the impella, the cp kinked. The pump was replaced.

Manufacturer narrative:
The investigation into the positioning issues and the delivery issues has been completed since the original report was filed. The device was not returned for investigation. As per clinical, device got mispositioned during procedure and cannula kinked after repositioning attempt. The cause of the positioning issue was most likely use related per clinical review.